Event description:
It was reported that the customer's insulin pump was squirting out insulin during the manual prime process and that he received a compromised force sensor system alarm. The customer's blood glucose was 190 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm tests could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window, a cracked reservoir tube window and a cracked reservoir tube.